Manufacturer narrative:
Additional device product codes: hsz, gfa, and gff. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, that both 3.2 mm drill bits, in the large fragment loan set, were blunt. There was no reported surgical delay. No fragments were generated. The procedure was completed successfully. There was no consequence to the patient. Concomitant devices reported: drill bit ø3.2 l145/120 2flute (part number 310.310, lot unknown, quantity 1). This report involves one (1) 3.2mm drill bit/qc/145mm. This is report 2 of 2 for (B)(4).